Event description:
It was reported that during an esophagogastrectomy procedure, in the gastrectomy division, one reload experienced an issue due to thick gastric tissue, resulting in incomplete staple closure with visible mucosa. The stapler was replaced with another device, and the procedure was completed using black reloads to accommodate the tissue thickness after oversewing the staple-line defect. There were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: 2. Did the device deliver any staples? Yes 3. If yes, were the staples formed properly? Unknown 4. If yes, was the staple line complete? Lumen of stomach was exposed¿ unknown details 5. Did the device cut? Yes 6. If yes, was the cut line complete? Aparently 7. If yes, was there any issue with the cut line? Don¿t believe so 8. Was there any difficulty opening the device jaws? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.